Manufacturer narrative:
Investigation: visual inspection revealed that the tension spring assembly was inside the delivery tube. The seal was extended outside the tube. The seal had cracked along the second rim from the edge. The white collar was not present; the plunger had been depressed. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal cracked during use" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.